Event description:
It was reported to technical services on 8/26/11 that there is farfield sensing on this ra lead along with their intrinsic atrial rate being 140-145 bpm. Patient is having false atr's as a result since it looks like atrial rate is double what it currently is. Rep noted that blanking is maxed out and she has extended pvarp out to ensure farfield events are in refractory. Discussed that could try and raise sensing floor to less or least to help prevent sensing farfield signals. Asked if patient was symptomatic from mode switches and she said they were not. No other information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).